Event description:
The customer reported via phone call indicating that they had a excessive no delivery alarms. Customer's blood glucose was 450 mg/dl. The customer stated that they changed infusion set together with reservoir. The customer stated that the tubing is occluded. The customer was advised that we would replaced sets.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.